Manufacturer narrative:
Concomitant medical products: model: 407652, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) with short v-v, noise and high pacing impedance. Reprogramming was completed and the a possible lead revision may be completed at a future date. The lead currently remains in use. No patient complications have been reported as a result of this event.